Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the patients and orders were not crossing over. A technical support specialist checked on remote support service and confirmed all the devices were online. The error was reconfirmed, showing the interface was down and emr not connected to pyxis, with connection refused. The specialist dialed into the server, ran a downtime query on sql, and executed it, revealing a 153-minutes delay. The disconnected flag was shown as 1, and the cce date and time were not current. The interface utility was deployed, the sql query was refreshed and executed, and the disconnected flag disappeared with cce messages becoming current. The external messaging service, data sync service 1.0, bd maintenance, and net services were restarted to resolve the issue. New messages started to flow over from cce. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the patients and orders were not crossing over. The customer stated that the malfunction caused a delay in dispensing medications to the patients. However, there were no adverse events or injuries reported due to this event.